Event description:
The pt was prepared in post anesthesia care unit for an elective cardioversion and the multifunction pad was applied by the cardiologist. The anterior and posterior leads of the pad were applied by the physician, the zoll model pd 1200 defibrillator was charged, synchronized, area cleared and the unit discharged by the cardiologist. According to the md the anterior pad displayed remarkable arcing. The area was checked for problems, but none were found. The pad was removed, and a new zoll multifunction pad was applied. The pt was then cardioverted without difficulty and a sinus rhythm was obtained via monitor. Following the procedure, the pt was treated for burns on his anterior chest.